Manufacturer narrative:
Device evaluation summary: device evaluation of battery charger/modem (B)(4) has been completed. The reported problem (charger won't power up) has been confirmed. Upon evaluation the power brick connector's pins were recessed, and would not stay connected to the charger. The cause for the damaged connector cannot be positively determined, but was likely a result of excessive force. No adverse event resulted from the defective power brick connector. The patient received a replacement battery charger/modem.

Event description:
A (B)(6) female patient contacted zoll customer support to report that the battery charger did not have a screen. It was completely black, and she did not know it if was charging the batteries. The patient was issued a replacement battery charger/modem.